Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. No seal was observed on the pouch of the returned sterile bag. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
It was reported that the package was not sealed. During preparation for percutaneous coronary intervention, it was noted that the sterilization bag for the motor drive unit fell off the floor because the bottom part of the pouch containing the sterilization bag was not sealed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that the package was not sealed. During preparation for percutaneous coronary intervention, it was noted that the sterilization bag for the motor drive unit fell off the floor because the bottom part of the pouch containing the sterilization bag was not sealed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.